Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer reports to have had to change set four different times. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. No troubleshooting was performed as this was a past even.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.